Event description:
Additional information indicated that the device tip placement was in t8-t9 region. With regards to infection, perioperative antibiotics were administered. Date of onset/diagnosis of infection was approximately (B)(6) 2012. The symptoms were fever and blister at incision site. Primary location of infection was in the lumbar region. Microorganism culture was obtained from device pocket in/and the lumbar region (unclear if in or and) and was (B)(6). Treatments instituted for infection were IV and oral antibiotics along with total device system explant. The infection was resolved.

Manufacturer narrative:
Product ID 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 3550-29 lot# n329793, implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n329793, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that a device system was removed due to infection. Twelve days later, it was reported that the patient was "trim planted"nd was doing great. "Trim planted" may mean "re-implanted." Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that additional symptoms included redness, drainage, and incisional wound opening at the lead track in the lumbar region. The infection resolved and the patient was re-implanted on (B)(6) 2012. It was reported that the patient was doing well at a follow-up appointment on (B)(6) 2013.

Manufacturer narrative:
(B)(4).